Event description:
The patient no longer had access to sound with her cochlear implant system. The audio processor was checked and confirmed to be functional. By the use of difference audio processor the patient only heard noise. Re-implantation is decided upon, a surgery date has not been set at this time.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.